Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The meter and test strips were provided for investigation where they were tested using retention lin 3 controls: testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr; qc 2: 5.0 inr; qc 3: 5.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of discrepant inr results for 1 patient testing with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The initial meter result was 6.6 inr. The patient re-tested on the meter within minutes using the same finger and the result was 6.8 inr. Product labeling states: "if you need to redo a test, use a new lancet, a new test strip, and a different finger." The result from the laboratory within an hour was 4.4 inr. The patient was advised to hold their jantoven dose for 1 day based on the result from the laboratory. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr.